Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported three (3) markers on the guide wire are correct in that this type of device should have 3 markers per the manufacturing process. In this case, based on the reported product description selection for the procedure, the ht bmw universal ii guide wire is required to have what appears as 3 markers under angiography. Per product specification and physical description, this type of guide wire is manufactured with and without a marker. Part number 1009664 the tip and intermediate coils are attached to the core/shaping ribbon assembly at three locations: a tin/silver solder joint at the distal end of the tip coil, a tin/silver solder joint at the location of the screw joint (center) and for the marker version, a gold/tin solder joint located at the proximal end of the intermediate coil that can be used as a reference tool for measurement due to its radiopacity. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left anterior descending artery that was 80% stenosed. It was noted via angiography that the balance middleweight universal ii guide wire had three markers. The guide wire was replaced with a new unspecified guide wire to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.